Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow button on the keypad is intermittently responsive and does not always respond to presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump will be sent to the patient.

Manufacturer narrative:
Follow-up #1 date of submission 09/10/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/21/2013with the following findings:there was no visible damage found to the keypad. The keypad buttons responded to button presses as expected. The keypad was removed and contamination was found to the button key contacts. Unrelated to the complaint, investigation revealed a dim and discolored display screen. A new test screen was inserted and the display screen illuminated to normal contrast.